Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable was found to be damaged during the service call. No repair info is unavailable.

Event description:
The customer reported that the 7600 system had no image on the monitor. No pt injury was reported.